Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2012. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6), ubd: 18-aug-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare professional (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the patient had increased chronic pain. Physician completed dye study on unknown date and reported no return of cerebrospinal fluid (csf). Patient did report frequent falls however it was unable to determine if this was the cause of no csf return. Physician scheduled patient for procedure for catheter revision. Physician attempted to aspirate in operating room (or) with no success. The hcp cut catheter 3 times to attempt csf return and no success. The hcp placed a new catheter and replaced the pump as well while the patient was in the or. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.